Event description:
In 2005, a therpeutic enteryx procedure was performed on a pt. The pt had rec'd a total of 7.0cc's of entreyx injected intramuscularly. The day following the procedure the pt reported moderate chest pain. The chest pain was reported to be resolved 5 days later. The pt also reported dysphagia 3 - 4 days following the procedure, which was worsening. After 9 days, an egd was performed on the pt in an effort to investigate the cause of the dysphagia. The egd revealed a large ulcer (2cm) on the posterior esophageal wall. The ulcer was deep enough to reveal the underlying enteryx material. The ulcer exhibited an overhanging margin (which was reported to look almost like a diverticulum), and food was seen stuck in the pocket, which was removed. The complainant indicated that the pt sustained a ten pound weight loss.